Event description:
The customer's mother called to report that her daughter was in the hosp, and that she had been in a coma for 8 days. On (B)(6), the pod was activated at 9:11 pm with blood glucose of 310 mg/dl. On (B)(6), she gave herself boluses at 9:04am (4 units), 11:00am (1.10 units), and 11:20am (2.50 units). Her blood glucose was 30 mg/dl at 6:15pm. No other blood glucose results were reported for the day. On (B)(6), there was no history reported. On (B)(6), she gave herself a 1.0 unit bolus at 9:00am. Her mother found her unconscious at 10:00am and the emts were at the house at 11:00am. She was discharged from the hosp and went back to manual injections for a week. She did not remember much of the event, and her mother said she was not yet functioning "like normal" when she called. She also wanted to be put back on the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm if any malfunction or other product condition could have contributed to the reported event. There are safety mechanisms in the device design that prevent over-delivery of insulin which would contribute to hypoglycemia. No lot qualification records were reviewed, as no product lot number was provided. The omnipod user's guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider" and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises, "never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."